Event description:
It was initially reported that the physician was having issues with his programming system not working. The handheld was reported to be charged and turned on but then turned off and would not come back on. There was no message seen on the screen. It had been working fine with one patient then would not work for the next two patients. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that indicated that the issue was resolved. She replaced the 9v battery in the wand and had not had any further issue with the programming system. When asked about the issue that was reported with the handheld she said was fixed with the battery replacement. There had been no further issues with the handheld turning off and not coming back on. The handheld may not have been charged as initially reported.